Manufacturer narrative:
Based on the current provided information, there was no onsite visit conducted. However, it is unknown how the reported issue was resolved. The system was working properly, and no additional action was required, as the issue was resolved. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. System messages are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by replacing the energy cable, changing the port of the iesu, or replacing the iesu. This complaint is considered a reportable event due to the following conclusion: it was alleged that the system displayed error message ¿check energy cord connection¿ after the start of the procedure. No onsite service visit by an intuitive surgical, inc. (Isi) field service engineer (fse) and no part was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer called and informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that message ¿check energy cord connection¿ appeared, and bipolar was not available. Troubleshooting was conducted and the tse advised the customer to replace the energy cable or change the port on vio dv integrated electrosurgical unit (iesu). However, the customer elected to switch to the external generator forcetriad and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. The customer was not able to continue to use the vio dv iesu during the procedure. The issue was resolved by switching vio dv to force triad esu. Aside from the displayed message, there was no other issue with the vio dv iesu.